Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Journal article: waterson, h.b., whitehouse, m.r., greidanus, n.v., garbuz, d.s., masri, b.z., duncan, c.p. (2018). Revision for adverse local tissue reaction following metal-on-polyethylene total hip arthroplasty is associated with a high risk of early major complications, the british editorial society of bone & joint surgery. 100-b:720¿4. Https://doi.org/10.1302/0301-620x.100b6.bjj- 2017-1466.r1. Concomitant medical products: item# unknown, unknown head, lot# unknown. Item# unknown, unknown liner, lot# unknown. Item# unknown, unknown cup, lot# unknown. Foreign source- (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05210. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in journal article that nine patients presented with elevated metal ions preoperatively. Patient proceeded with revision of tha. During the procedure the joint was found to have developed armd, confirmed by intraoperative pathology samples which revealed necrotic granulomatous and trunnionosis that was identified by visible thick black debris on the trunnion. Attempts were made to obtain additional information; however, none was available.